Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that prior to use with bd ultra-fine¿ ii 3/10ml insulin syringe 30g x 5/16" short needle u-100 "liquid" foreign matter was discovered in the syringe. The following information was provided by the initial reporter, translated from japanese to english: customer reported that liquid was found in the product prior to use.

Manufacturer narrative:
H6: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A device history review could not be completed as no batch number was provided. H3 other text : see h10.

Event description:
It was reported that prior to use with bd ultra-fine¿ ii 3/10ml insulin syringe 30g x 5/16" short needle u-100 "liquid" foreign matter was discovered in the syringe. The following information was provided by the initial reporter, translated from japanese to english: customer reported that liquid was found in the product prior to use.